Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported stent dislodgement was not confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified, moderately tortuous and 89% stenosed artery causing the reported failure to advance and subsequent material deformation. The reported material deformation of the stent likely contributed to the continued interaction with the difficult anatomy during removal causing the reported difficulty to remove. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the device was returned and the dislodgement was not confirmed. The account was contacted and confirmed the correct device was returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the anterior descending artery with 89% stenosis, moderate calcification and moderate tortuosity. Pre-dilatation was performed using a 2.0x20mm trek balloon dilatation catheter (bdc). The 2.0x28mm xience alpine stent delivery system (sds) failed to cross due to the anatomy. The stent dislodged from the balloon inside the anatomy but was removed together with the delivery system and it was noted that the distal stent struts were damaged [flared]. There was resistance after the dislodgement. Another same size xience alpine was used to complete the procedure. There was no adverse patient effect and there was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.